Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. Review of a remote monitoring transmission indicated that the alert was triggered to due short v-v intervals and non-sustained episodes of oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.